Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Stryker (B)(4) rep reported a hip implant revision of accolade 1 stem with lfit 44 head. He reported that the trunnion was worn and stryker rep was present during the case.

Manufacturer narrative:
An event regarding disassociation and altr involving a metal head was reported. Disassociation was confirmed altr was not confirmed. The device was not returned however a photo was provided which noted nothing remarkable. A review of the provided medical records was rejected; stating x-rays and photos confirm disassociation of head and trunnion abnormality; need operative reports and examination of explanted components. Review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Review indicated there have been no other similar events for the reported lot. The exact cause of the event could not be determined because the devices were not returned for evaluation and insufficient information was provided. Further information such as device details, return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
(B)(4) rep reported a hip implant revision of accolade 1 stem with lfit 44 head. He reported that the trunnion was worn and stryker rep was present during the case.